Manufacturer narrative:
No analysis could be performed since lot number and device are not available for further investigations.

Event description:
The anti-rotational insert of the trial offset broke. The offset trial and the stem were blocked in the intramedullary canal. The broken part was removed and the surgery was completed successfully.